Manufacturer narrative:
Correction: d10 (update date to n/a). Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured november 25, 2024 - december 2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of fluid inside a bag that contained the folfusor device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. When opening the overpouch bag, it was observed that there was evidence of leakage. The device was filled with fluorouracil hs (accord) in glucose 5%. This event occurred during storage of the device prior to patient use. There was no patient involvement. No additional information is available.